Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], chronic joint pain [chronic arthralgia], device moved outside the tube [device dislocation] , tendon pain [tendon pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-apr-2025. The most recent information was received on 02-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4154 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("chronic joint pain"), device dislocation ("device moved outside the tube") and tendon pain ("tendon pain"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation had resolved and the arthralgia and tendon pain had not resolved. The outcome of abdominal pain was unknown. No causality assessment was received for essure with regard to arthralgia, abdominal pain, device dislocation or tendon pain. The reporter commented: date of occurrence: (B)(6) 2021. Period of occurrence: several years before. Patient's current condition: chronic joint pain, tendon pain actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4), abdominal pain [abdominal pain], chronic joint pain [chronic arthralgia], device moved outside the tube [device dislocation], tendon pain [tendon pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4154 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("chronic joint pain"), device dislocation ("device moved outside the tube") and tendon pain ("tendon pain"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation had resolved, and the arthralgia and tendon pain had not resolved. The outcome of abdominal pain was unknown. No causality assessment was received for essure with regard to arthralgia, abdominal pain, device dislocation or tendon pain. The reporter commented: date of occurrence: (B)(6) 2021, period of occurrence: several years before. Patient's current condition: chronic joint pain, tendon pain, actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.